Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having severe headaches, sore nose and has been pescribed with migraine medicine. The patient also alleged having dry throat, sinus pressure, eye irritation, nasal irritation and sore throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.